Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
During scheduled follow up, an increase of the pacing threshold was observed in both channels. During revision, the physician observed that the setscrew cover was no more in place (this setscrew cover is a small silicone piece, positioned above the setscrews). Therefore, the pacemaker involved in this MDR report was explanted.